Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered a 41 joule shock for ventricular fibrillation. A second 41 joule shock terminated the arrhythmia after a partial syncopal event that the patient experienced during normal activity. The patient went to the hospital and this crt-d was interrogated. The patient was moved to another hospital for evaluation and possibly another defibrillation threshold (dft) test with modification of the shock vector.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Manufacturer narrative:
Additional information was received that the defibrillation threshold (dft) test was not performed. The brady lower rate was increased from 30bpm to 65bpm. There was no allegation that the device did not perform as programmed or as intended, and the device was operating normally. There was no adverse patient effect other than the syncopal episode. This device will remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.